Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as an additional mitraclip was implanted to stabilize the slda clip and reduce the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one mitral valve leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was an anterior leaflet cleft. One clip was implanted, and the mr was reduced to 3. The procedure was continued with deployment of the second clip which reduced the mr to 2-3. Next, the third clip was implanted and the mr was reduced to 1-2. After the third clip delivery system (cds) was removed, it was observed that the second clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. The fourth cds was advanced, and the clip was deployed to stabilize the slda clip. A total of four clips were implanted, reducing the mr to 2+ with a good patient outcome. The physician suggested that leaflet tissue pathology could be a reason for the slda. It was noted that the quality of the images was not perfect during the procedure. No additional information was provided.